Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified lines of an amia automated pd cycler set did not have white caps on the lines. This was identified during an unspecified process step of peritoneal dialysis therapy. It was further reported that the caps were present in the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.